Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving dilaudid [40 mg/ml] at a rate of 10.997 mg/day, and bupivacaine [30 mg/ml] at a rate of 8.247 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient met with a healthcare provider (hcp) who said they didn¿t even think the patient¿s pump was working. They stated she had medication that high and didn¿t think it was possible and seemed like the patient was not medicated for being on something that high. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.